Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015772. Medical device expiration date: 2024-01-12. Device manufacture date: 2019-02-20. Medical device lot #: 9015795. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-20. (B)(6). Investigation summary: photograph is received for investigation. Upon evaluation, a syringe with multiple units in a package is observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect can be generated during manufacturing by failure in the assembled needle feeder. As corrective actions, production line adjustment and improvements will be implemented. DHR review the lots were approved and inspected according to the current working instruction with satisfactory results for the characteristics required for its approval. Investigation conclusion: both lots was monitored through the frequency rit0225ctis01-06 rev.03, in which the characteristics of the product was evaluated obtaining conform results. The lots were approved and inspected according to the current working instruction with satisfactory results for the characteristics required for its approval. The defect can be generated during manufacturing by failure in the assembled needle feeder. Root cause description: the defect can be generated during manufacturing by failure in the assembled needle feeder. Rationale: failure in the assembled needle feeder.

Event description:
It was reported that before use of the syr 3 ml 22ga 1-1/4 in jpk/sil no assy ndl there was a double needle in the package. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: double needle in the package. We are a pharmacist and one of our finished products of commercial name diclovit carries the syringes, the production area was conditioning the product and all the defect was found. The customer informed two batch numbers but they did not specified which is affected: 9015772 and 9015795.